Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target leson was located in the severely tortuous and severely calcified below-knee popliteal artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for pre-dilatation. However, during first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.